Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under precautions, it states, "instruments that have experienced extensive use or excessive force are susceptible to fracture. Biomet recommends that all instruments be regularly inspected for wear and disfigurement prior to use."

Event description:
During a procedure, the tip of the drill fractured and fractured pieces fell into the patient's wound and were removed.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The returned product was visually examined; the received drill bit was confirmed for a tip fracture the sem analysis confirmed that the device was made of 455 stainless steel, which conforms to print specification. It also notes "helical scratching, suggesting rotational contact with another hard object" and concludes visual examination of the cannulated drill bit¿s fracture surfaces suggest a possible fast fracture." Review of the device history record found an anomaly that the device was heat treated to an improper specification. As the returned device was measured to be out of specification, the root cause of the failure has been related back to the manufacturing of the device. However, it should be noted that the returned device showed signs of contact with another hard object which lead to a fast fracture. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.